Manufacturer narrative:
Based on the problem description and photo provided, a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Samples were returned and are pending evaluation.

Event description:
A user facility reported two events in the last two weeks that resulted in 3m¿ ranger¿ blood/fluid warming high flow set leaking. The customer stated the spike is not properly glued to the hose. The customer later reported the tubing was not primed with saline and it occurred while infusing blood and saline with the 3m¿ ranger¿ pressure infusor for model 145. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
Two unused sets from lot hx9374 were received for analysis. The spikes in the returned samples are securely attached to the tubing. There were no defects found in the return samples. Additional unused samples were received from the same lot. Nine drip chambers and ten y-connector spikes were tested with no leaks were found in the returned samples. Solventum is unable to verify the leak, identify exact location and root cause at this time. Solventum will continue to monitor.